Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings: pump was returned with the audio tone alarm operating properly- issue cannot be duplicated. Unrelated to the complaint, the battery compartment is cracked alongside and from bottom traveling to bumper.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.